Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/04/2017 with the following findings: a review of the black box showed reboots. No damage was found to the battery cap. The battery cap contact measurements were within specifications. The battery cap was able to attach to the pump. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours and no power issues occurred. The pump was opened to find no damage to the power circuit. Unrelated to the original complaint, the battery compartment was cracked below the bumper pad. (B)(4).